Event description:
(B)(4). I was implanted with the essure (B)(6) 2009. Shortly after I experienced migraines, stomach flutters, abdominal pain, back pains, skin rash on legs, itchy skin, bloated and presumably colitis.